Event description:
Ended up going to the emergency room to have some fluid drained arthrocentesis. Ended up going to the emergency room to have some fluid drained because the inflammation was really bad injection site joint inflammation. Couldn't even walk walking difficulty. Case narrative: initial information received on 22-jul-2022 regarding an unsolicited valid serious case received from a patient from (B)(6). This case involves a 64 years old male patient who got his second out of three injection of synvisc in his left knee and ended up going to the emergency room to have some fluid drained because the inflammation was really bad. He couldn't even walk after her injection of hylan g-f 20, sodium hyaluronate synvisc. The case is linked with (B)(4) (multiple devices) and (B)(4) (duplicate). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient used this same product 4 years ago on (B)(6) 2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) second injection in his left knee (lot: arsp017b, expiry: 30-sep-2023, dose, frequency, strength: unknown) for product used for unknown indication. First time product used: no on an unknown date in (B)(6) 2022 patient reported I got my second out of three injections of synvisc in my left knee and ended up going to the emergency room to have some fluid drained (injection site inflammation; medically significant) (aspiration joint; medically significant) (latency: unknown) because the inflammation was really bad. I couldn't even walk (gait disturbance) (latency: same day). Ten days ago, I got my first injection. I experienced some inflammation, but not like yesterday. The surgeon stated that I would not be receiving the third injection and asked me to verify this batch with the company because I used this product 4 years ago and everything went well. Action taken: drug withdrawn for the events. Corrective treatment: not reported for events. Outcome: unknown for the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 27-jul-2022: this case involves a patient who had injection site inflammation and aspiration joint, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Ended up going to the emergency room to have some fluid drained [arthrocentesis] . Ended up going to the emergency room to have some fluid drained because the inflammation was really bad [injection site joint inflammation]. Couldn't even walk [walking difficulty] . Case narrative: initial information received on 22-jul-2022 regarding an unsolicited valid serious case received from a patient from canada. This case involves a 64 years old male patient who got his second out of three injection of synvisc in his left knee and ended up going to the emergency room to have some fluid drained because the inflammation was really bad. He couldn't even walk after her injection of hylan g-f 20, sodium hyaluronate [synvisc]. The case is linked with (B)(4) (multiple devices) and (B)(4) (duplicate) the patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient used this same product 4 years ago. The patient had medical history included scope was performed on left knee to removed osteochondritis fragment located midline medial. No known allergies. Concomitant medication included: sandoz-valsartan hctz on (B)(6) 2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) second injection in his left knee intra-articularly (lot: arsp017b, expiry: 30-sep-2023, strength: 16mg/2ml, dose, frequency: unknown) for moderate osteoarthritis change in the left knee and right. First time product used: no. On the same day the patient reported I got my second out of three injections of synvisc in my left knee and experienced inflammation that was really bad (injection site joint inflammation; medically significant) and couldn't even walk (gait disturbance). On (B)(6) 2022 ended up going to the emergency room to have some fluid drained (aspiration joint; medically significant) (latency: 1 day) because the inflammation was really bad. Ten days ago, I got my first injection. I experienced some inflammation, but not like yesterday. The surgeon stated that I would not be receiving the third injection and asked me to verify this batch with the company because I used this product 4 years ago and everything went well. On (B)(6) 2022, reg cli (abbreviation not provided) laboratory tests showed no growth aerobically after initial incubation and the patient was treated with naproxen from (B)(6) 2022 to (B)(6) -2022 for inflammation. On (B)(6) 2022 the inflammation was resolved. It was reported that the patient does not received the third injection. It is unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: drug withdrawn for the events. Corrective treatment: naproxen for injection site joint inflammation; not reported for events. Outcome: recovered for injection site joint inflammation; unknown for rest both the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 22-jul-2022 for synvisc. Lot: arsp017b, expiry: 30-sep-2023 and sample status was not available. The production and quality control documentation for lot # arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #arsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 30aug2022 there are 6 complaints on file for lot# arsp017 and all related sublots. 6 complaints are on file for lot# arsp017b: (5) adverse event reports and (1) syringe broken before use. Sanofi will continue to monitor if a CAPA is required. The final investigation was completed on 02-sep-2022 with summarized conclusion as no assessment possible. Additional information was received on 15-aug-2022 from patient. Suspect indication added. Medical history added. Event outcome was updated to recovered for injection site joint inflammation and corrective treatment was added. Clinical course was updated and text amended accordingly. Additional information was received on 02-sep-2022 from quality department via other health professional. Ptc details with final results and strength was added. Text amended accordingly.

Event description:
Ended up going to the emergency room to have some fluid drained/ aspirated 90 cc of turbulent looking joint fluid from left knee [arthrocentesis] knee acutely swelled up the next day/knee blew up incredibly over a period of 18 hours [injection site joint swelling] aspirated 90 cc of turbulent looking joint fluid from left knee [injection site joint effusion] ended up going to the emergency room to have some fluid drained because the inflammation was really bad [injection site joint inflammation] couldn't even walk [walking difficulty]. Case narrative: upon internal review on 29-sep-2022 the case (B)(4) was identified to be a duplicate of the current case. The case (B)(4) received on 29-jul-2022 will be deleted. Initial information received on 22-jul-2022 regarding an unsolicited valid serious case received from a patient from (B)(6). This case involves a 64 years old male patient who ended up going to the emergency room to have some fluid drained/ aspirated 90 cc of turbulent looking joint fluid from left knee, knee acutely swelled up the next day/knee blew up incredibly over a period of 18 hours, aspirated 90 cc of turbulent looking joint fluid from left knee, ended up going to the emergency room to have some fluid drained because the inflammation was really bad and couldn't even walk after her injection of hylan g-f 20, sodium hyaluronate [synvisc]. The case is linked with (B)(4) (multiple devices) and (B)(4) (duplicate). The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient used this same product 4 years ago. The patient had medical history included scope was performed on left knee to removed osteochondritis fragment located midline medial. No known allergies. Concomitant medication included: sandoz-valsartan hctz. On (B)(6) 2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) second injection in his left knee intra-articularly (lot: arsp017b, expiry: 30-sep-2023, strength: 16mg/2ml, dose, frequency: unknown) for moderate osteoarthritis change in the left knee and right. First time product used: no. On the same day the patient reported I got my second out of three injections of synvisc in my left knee and experienced inflammation that was really bad (injection site joint inflammation; medically significant) and couldn't even walk (gait disturbance). On (B)(6) 2022 ended up going to the emergency room to have some fluid drained (aspiration joint; medically significant) (latency: 1 day) because the inflammation was really bad. The patients knee acutely swelled up the next day (onset (B)(6) 2022 and latency: 1 day) (intervention required) (injection site joint swelling, severe). Patient's knee blew up incredibly over a period of 18 hours. The patient visited the hospital on (B)(6) 2022 and was seen by the doctor at 10:30 am (ante meridian), where the doctor aspirated 90 cc of turbulent looking joint fluid from left knee (injection site joint effusion and aspiration joint, severe) (intervention required) (onset (B)(6) 2022 and latency: 1 day). The patient was not admitted to hospital but attended in emergency only. Culture was sent and was negative. Patient was told that this reaction was probably due a faulty product as the doctor has been using synvisc since decades and had never seen a reaction like this, this itself was some kind of a chemical reaction that caused this. Patient was told that he should not have synvisc one in the left knee again. Ten days ago, I got my first injection. I experienced some inflammation, but not like yesterday. The surgeon stated that I would not be receiving the third injection and asked me to verify this batch with the company because I used this product 4 years ago and everything went well. On (B)(6) 2022, reg cli (abbreviation not provided) laboratory tests showed no growth aerobically after initial incubation and the patient was treated with naproxen from (B)(6) 2022 for inflammation. On (B)(6) 2022 the inflammation was resolved. It was reported that the patient does not received the third injection. It is unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Further, patient would be referred for further treatment and a follow up in 2 weeks to reexamine and possibly give patient a cortisone injection. Reporting physician considered that synvisc contributed to the reported adverse events and the events were not related to patient's pre-existing condition. The adverse events did not result in any permanent effect. The physician did not consider this intervention as unexpected. The patient received antiinflammation and joint was aspirated (90cc) to manage the adverse events. All the events resolved as of (B)(6) 2022. The company suspect product was not inappropriately used as per local marketing authorization. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all event except for gait disturbance. Corrective treatment: naproxen for injection site joint inflammation, antiinflammation and joint aspiration (90 cc) for injection site joint swelling and injection site joint effusion; not reported for events. Outcome: unknown for gait disturbance and recovered for rest. Reporter causality: related for all events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 22-jul-2022 for synvisc. Lot: arsp017b, expiry: 30-sep-2023 and sample status was not available. The production and quality control documentation for lot # arsp017b expiration date (2023-09) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #arsp017b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 30aug2022 there are 6 complaints on file for lot# arsp017 and all related sublots. 6 complaints are on file for lot# arsp017b: (5) adverse event reports and (1) syringe broken before use. Sanofi will continue to monitor if a CAPA is required. The final investigation was completed on 02-sep-2022 with summarized conclusion as no assessment possible. Additional information was received on 15-aug-2022 from patient. Suspect indication added. Medical history added. Event outcome was updated to recovered for injection site joint inflammation and corrective treatment was added. Clinical course was updated and text amended accordingly. Additional information was received on 02-sep-2022 from quality department via other health professional. Ptc details with final results and strength was added. Text amended accordingly. Upon internal review on 29-sep-2022 the case (B)(4) was identified to be a duplicate of the current case. The case (B)(4) received on 29-jul-2022 will be deleted. New events (ended up going to the emergency room to have some fluid drained because the inflammation was really bad, couldn't even walk) added. Text amended accordingly. "